Manufacturer narrative:
Medwatch field d4 was updated. The investigation did not reveal a product issue with the reagent lot number, m26984. No related internal investigations were found. While the specific root cause remains unknown, evidence points to pcr inhibition caused by the presence of high concentrations of inhibitory substances in the sample tested on 16-oct-2025. These inhibitors may include particulate matter, precipitated proteins, or lipids that can naturally occur in patient samples. The investigation did not identify a product problem.

Event description:
There was an allegation of a questionable result with the cobas® hbv (192t) assay for a patient sample tested on the cobas 5800 analyzer. On (B)(6) 2025, the initial result was target not detected. The sample was repeated using a competitor method (alinity m) and the result was 3.69 log (4897.79). On (B)(6) 2025, the sample was repeated twice on the cobas 5800 and the results were 3.29 log (1949.84) and 3.20 log (1584.89), respectively.

Manufacturer narrative:
The serial number of the analyzer was requested but not provided. The investigation is ongoing.